Event description:
New information notes that loss of sensing leading to external defibrillation.

Event description:
It was reported that the patient presented in clinic for an arrhythmia. Device interrogation revealed under sensing on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.